Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results below above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider."

Event description:
The patient reported that her blood glucose reached 25.0 mmol/l (450 mg/dl) and that she had to be hospitalized for one day. At the hospital they placed her on an infusion of nacl and novorapid. Upon inspection she noticed the cannula was kinked.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.